Event description:
It was reported that the bottom screen cannot be accessed and part is in spanish. There was no patient involvement.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery that was returned with the unit was out of specification. It was also noted that the upper case was broken, the lower case was contaminated, the ring cover and one side bail cover were broken, the lead flex cover was contaminated, the ring was bent, the encoder flex was out of specification and the battery flex was contaminated.